Event description:
A caller reported an issue with incorrect pump time settings. There was no adverse impact to the customer's blood glucose level. A technical support representative assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy greater than five minutes recurs. The caller understood and acknowledged the guidance provided.